Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal vibration of the blood pump in the motor head was confirmed via a customer submitted video and evaluation of the centrimag motor (serial number (B)(6)). A customer submitted video revealed the blood pump impeller vibrating within the motor head. The motor was evaluated at the service depot. It was observed that the motor connection port was dented, preventing any connection between the motor and console. The motor was unable to be repaired and was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded motor was inspected, and the connection port was physically reshaped until a connection was successfully made with a test console. After connecting to a test centrimag system, the speed was increased without issue; however, upon manipulating the motor cable, an m5 motor alarm activated, the pump impeller began vibrating, and the test loop was unable to run. The motor cable underwent resistance testing, and an open line continuity was measured on the hx/hy line. The motor cable lemo connector was opened, and the hx wire was found to not be properly soldered to the lemo connector. A log file was extracted from the returned console and data from (B)(6) 2025 was reviewed. The system was powered on and off several times. Throughout the data, the set speed was intermittently changed. During operation, an m4: motor alarm activated and correlated to an ¿sf_ifd_levitation¿ sub-fault. The alarm quickly cleared after activation. Additionally, during operation, the pump was briefly not inserted, resulting in an m3 alarm. The alarm cleared as the pump was reseated. No other notable events were observed in the log file. Provided information stated that a patient was not connected to the centrimag equipment during the reported event. The root cause of the reported event was determined to have been an improper solder joint within the motor¿s lemo connector. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier corrective action request (scar) was initiated to inform the supplier. Centrimag motor (B)(6) was manufactured prior to the scar being initiated. Incidental findings: damage: cut in the motor cable¿s outer layer and damage to the motor cable wires under the cut damage. The device history records were reviewed for the centrimag motor (serial number (B)(6)), and the motor was found to pass all manufacturing and qa specifications. The current revision of the centrimag operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 11.1 ¿ "appendix I ¿ primary console alarms and alerts", cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: there was no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console, motor, and flow probe would be evaluated due to an abnormal vibration of blood pump in motor head when rpms were increased on back-up circuit. It was attempted to remove and reinsert blood pump and vibration continued. Equipment was not on a patient at the time of failure and removed from service to be sent to abbott. The blood pump had no issues when placed on a new motor and console and was currently in use on a patient. The customer had a similar issue on at least two other motors this past year (MFR # 3003306248-2025-00208, 3003306248-2025-00209, 2916596-2024-06227).